Event description:
During the procedure, a cook quantum ttc esophageal balloon dilator was used. The device was advanced through the endoscope to the esophagus and inflated with water. The physician inflated the dilator to 20 psi [approx 16 mm] when the balloon ruptured. No section of the device detached inside the endoscope or pt. The physician used another balloon of the same type to complete the procedure. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our eval of the returned device confirmed the report. There is an approx 7 cm split in the balloon. The balloon could be impossible to inflate or hold pressure in this condition. No part of the balloon is missing. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our lab analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the lab setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our lab analysis. This limits our ability to conclusively determine a cause. The instructions for use caution: the user that negative pressure is manually to maintain balloon deflation. The application of negative pressure will aspirate all residual air from the balloon and ease endoscopic advancement. Negative pressure will also aid in balloon preservation and optimize balloon performance. A possible contributing factor to balloon rupture is inadequate lubrication of the balloon with a water soluble lubricant to the balloon to allow easier passage through the accessory channel. This activity will aid in endoscopic advancement and balloon preservation. A balloon rupture can occur if the balloon is inflated prior to advancement through the endoscope or if the balloon is inflated while partially or fully inside the accessory channel of the endoscope. The instructions for use contain the following precaution. "Do not pre-inflate the balloon." The instructions for use also advise to maintain balloon deflation with negative pressure and to completely visualize the balloon endoscopically. The instructions for use contain the following info: "recommended 100% balloon inflation pressure can be found on catheter tag of balloon dilator." Over inflation cn cause damage to the balloon dilator such as ruptures. Another possible contributing factor is using a compromised inflation device to inflate the balloon. If the pressure reading of the inflation device is inaccurate, this could contribute to over inflation, possibly resulting in damage to the balloon material. Prior to distribution, all quantum ttc esophageal balloon dilators are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Qa will continue to monitor for complaint trends and reassess the risk associated results as post market feedback continues to become available.